Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 532 mg/dl with high ketones. Reportedly, the customer delivered a correction bolus to address high bg. Customer adjusted profile settings to resolve the issue.